Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a fill resistance while loading a cartridge. The customer successfully completed the load process with a new cartridge. The customer's blood glucose level was about 120 mg/dl.